Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an enterococcal infection. Vegetation was observed on the implantable cardioverter defibrillator leads during a transesophageal echocardiograph diagnosis and the entire pulse generator system was removed. The physician suspected that the cause of the infection was due to a recent bowel related procedure the patient had underwent. The patient remained in stable condition after the pulse generator system explant procedure. Related manufacturer reference number: 2017865-2019-17155.